Event description:
It was reported that the patient came in consultation because of pain and discomfort since a few months. He underwent a revision surgery 24 months post operative. Revision revealed no metallosis but the pe liner is visually damaged. Surgeon resected bone and placed a new neck nto08.

Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. The most probable root cause of the event is a combination of multiple factors: a malpositioning of the cup (angulation and non-optimal centring) which led to intra prosthetic conflict bone regrowth which led to bone impingement. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.